Event description:
Per the clinic, the device was explanted (date not reported) due to unknown reason. The patient was reimplanted with another cochlear device on (B)(6) 2025 additional information has been requested but has not been made available as of the date of this report.